Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the pacing lead it was difficult to extend and retract the helix. The physician tugged on the lead and the helix became separated from the lead and remained in the patient's heart. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead became extrinsically fractured due to pulling / stretching / overstress. The analyst noted that the lead was received with the helix missing. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.